Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. It was determined the device did not contribute to the reported event. A visual inspection revealed the device had been deployed. The anchor was not returned with the device. Sutures were returned with the device. No visible signs of fraying or splintering of the sutures. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the healicoil anchor was splintered despite thread cutting. The procedure was finished with a smith and nephew backup device. There was non-significant surgical delay and no other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the healicoil sa pk 5.5mm w/2 ub-bl cbrd bl was splintered despite thread cutting. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.